Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens was not returned.

Event description:
The reporter indicated the surgeon attempted to used a 13.2mm vicmo13.2, -12.00 diopter implantable collamer lens. Foreign body material (dust) was noted on the lens. The lens was not implanted. Backup lens was implanted.